Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. However, photos of the balloon segment were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly detached from the catheter shaft. It was further reported that the health care provider (hcp) used a snare device to retrieve the detached balloon segment. The balloon was exchanged over the guidewire for another that was used during the procedure; however the second balloon allegedly inverted itself and partially detached from the catheter. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned. A visual inspection found the entire balloon to be detached from the catheter. The balloon was returned inverted and the inner guidewire lumen was found to be stretched distally. Therefore, the investigation is confirmed for the reported balloon detachment, as well as retraction issues through the sheath. Additionally, the investigation is confirmed for dislodged marker bands, as both marker bands were found to have dislodged distally on the inner guidewire lumen. However, the investigation is inconclusive for the reported movement of the device at the lesion site, due to the damaged balloon and as the conditions of use could not be recreated. It is possible that the retraction issues led to the inverted balloon, stretched inner lumen, and balloon detachment. However, the definitive root cause for the for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure in the iliac vein, the pta balloon allegedly inverted itself and partially detached from the catheter. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no patient injury reported.